Manufacturer narrative:
Manufacturers ref#: (B)(4). After investigation this complaint is no longer considered reportable in us. Summary of investigational findings: an 89 year old male patient underwent emergency tevar for treatment of an impending rupture of a thoracic aortic aneurysm in the descending aorta. The procedure was performed in emergency and there were no images before the procedure. After successful placement of a zta-p-30-155-w1, the user took out the complaint device (zta-d-46-211-w1) from the box and started preparation of the device. During the preparation, the user found that the connecting tube was torn and it made flushing of the device difficult. The zta-d-46-211-w1 was the only 46 mm diameter device (except extension device) in the hospital at that time, so the user held the damage and finished flushing. Then, he inserted the device in the body but blood spouted from the damage of the connecting tube, so he stopped using the device. The user changed the plan and completed the procedure as follows: zta-p-34-209-w1 was placed in the distal side of the zta-p-30-155-w1 and a zta-de-46-97-w1 was placed in the distal side of zta-p-30-155-w1. There have been no adverse effects to the patient reported. As per additional information, the cook representative observed that the user did not pull the connecting tube and there were no problem with the handling of the device. Three video recordings and one image of the device was provided for the investigation. From the provided videos, leakage of clear fluid from a visible tear/puncture in the connecting tube, located were the connecting tube exits the side arm of the captor hemostatic valve, is confirmed. In alignment with the reported information, presence of blood inside the captor valve and on the device indicates that the device made patient contact. A cause of the damage can not be established based on the provided image and videos. The cause of the leakage is concluded to be component failure of the connecting tube of the sheath sub-assembly. Review of the device history record gave no indication that the device or sheath subassembly was produced outside of specifiction. It has not been possible to establish when the damage to the connecting tube occured. However it can not be excluded that damage may have occurred during shipping or storage at the user facility. The complaint is confirmed based on customer testimony and the provided footage. Bleeding is listed as a potential adverse event in the instructions for use and package insert for the device. It was additionally noted that a 46 mm diameter device was intended to be placed inside a 30 mm device, but instead a 46 mm diameter distal extension device was placed inside a 34 mm diameter device. However both choices of diameter sizing falls outside of what is recommended for these devices, as per device diameter sizing guidelines in the IFU and package insert, the proximal diameter of the distal component can be up to 8 mm larger than the distal diameter of the proximal component. Excessive oversizing may result in incomplete sealing or compromised flow. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent emergency tevar to treat a threatened rupture of a thoracic aortic aneurysm in the descending aorta. The user planned to place zta-p-30-155-w1 and zta-d-46-211-w1 in this order from the proximal side. There is a difference of diameter size between zta-p-30-155-w1 and zta-d-46-211-w1 but the user decided to use these two devices because the thoracic aortic aneurysm was large. After the successful placement of zta-p-30-155-w1, the user took out zta-d-46-211-w1 from the box and started preparation of the device. During the preparation, the user found that the connecting tube was torn and it made flushing of the device difficult. Zta-d-46-211-w1 was the only 46 mm diameter device(except extension device) in the hospital at that time and the device had to be used, so the user held the damage and finished flushing somehow. Then, he inserted the device in the body but blood was spouted from the damage of the connecting tube, so he stopped using the device. The user changed the plan and completed the procedure as follows: zta-p-34-209-w1 was placed in the distal side of zta-p-30-155-w1 and zta-de-46-97-w1 was placed in the distal side of zta-p-30-155-w1. Patient outcome: there have been no adverse effects to the patient reported.